Event description:
It was reported that the pt experienced a butterfly like shutter sensation in her right shoulder where the leads were located a couple of weeks before the report, when she put on the seatbelt in the car. The pt reported the same sensation sometimes occured after she bent down to clean up some spilled water on the floor. The pt's significant other felt the area while she was having the sensation and said it felt like muscle spasm. The pt turned the implantable neurostimulator off as she was afraid to have it on. No pt treatment or outcome was reported. Additional info has been requested, but was not available as of the date of this report.